Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/09/2017 with the following findings: during investigation, the returned battery cap and test cap attached securely to the pump. The battery compartment was found to be cracked. The battery cap contacts were within specification. There were multiple unexplained pump reboots observed in the black box. The pump was successfully run on a 24 hour basal program with no reboots occurring. The original complaint was unable to be duplicated. There was rust found in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and there was no damage observed to the power circuit. There was no moisture observed internally.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked and there was moisture observed in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.